Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and failed due to missing sensor wire. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.